Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the clinically observed error message was reproduced. Memory review confirmed that the device underwent a reset on the date of explant, due to memory corruption which resulted in the observed error message. Following the reset, the device reverted to a safety mode with limited programmability, in which single chamber pacing and defibrillation therapy were available. Detailed testing was undertaken to ascertain the root cause of the memory issues. Despite extensive testing, the cause of the memory corruption could not be determined.

Event description:
This report is being filed to provide product investigation results.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode and recorded three codes associated with safety mode. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.